Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient wasn¿t getting a response from their device. They wanted it removed as it was causing pain in their back side and at the insertion site. It was noted that the device was explanted in (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider called in response to the letter, they reported that the cause of the reported event was unknown, they did not see it in the medical record.